Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump touch screen was cracked. Reportedly, the reason why the touch screen was cracked was unknown. Customer's blood glucose level was 173 mg/dl. As the pump was still functional, customer would continue to use the pump for insulin therapy.